Event description:
Donor of plasmapheresis experienced a vasovagal reaction: dizziness, nausea, muscle cramps and pallor. Was transported to hospital for observation.

Manufacturer narrative:
Donor suffered a vasovagal reaction to donation for plasmapheresis, involving dizziness, nausea, muscle cramps and pallor. Donor was hospitalized for observation, and recovered with no ill effects. The device was analyzed and found to be functioning normally.